Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. No adverse event reported. Upon receipt of the device at corin (B)(4) the reported failure mode was verified, as a result of feedback from the field, corin have initiated a project to research a new design for this instrument, including a new thread design. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread on a trinity std introducer/impactor handle is broken.